Event description:
It was reported that this guidewire was not supportive due to a break in the core. This amplatz guidewire was selected for use to advance the catheter introducer. During insertion of the catheter introducer, the guidewire was not supportive of the long sliding pressure from the jugular vein entry to the extreme distal end. Upon extraction, there was visual break of the internal core of the guidewire. The device was removed from the vascular site after main surgical access. It was reported that the patient consequence involved surgery and hospitalization. No specific patient adverse events were reported.